Manufacturer narrative:
The device manufacture date was unavailable. Device evaluation: the actual device was returned for evaluation. (B)(4) evaluated the device. An assessment was performed on the device which found that the lock operation was not working properly. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal wear over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that prior to surgery, it was discovered that the attachment device would "not spin the burr¿. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.